Event description:
The facility biomedical engineering department reported an incident where a patient received a wrong dose of heparin. The pump was infusing heparin to a "cticu" patient. Reportedly, the patient received heparin at a rate of 0.2ml/hr instead of the intended rate of 16ml/hr, dose of 1600unit, resulting in an underdelivery. According to the biomed, the report did not indicate any patient injury or medical intervention. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis and status concentration of heparin, and set up of the pump.